Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they were having problems and they tried to change programs but they weren¿t able to figure out what program to go back to. The patient stated their healthcare provider told them the next thing to do was to check the wires and replace the battery. The patient stated they had still been having problems since it was put in and still hadn¿t gotten the adjustment right and hadn¿t seen an improvement. The patient stated they had been cathing 2 times extra a day. They used to cath 2 times a day and now was having to cath 3-4 times a day. The patient stated the healthcare provider told them to try program 3 to see if it works. Patient services walked the patient through changing from program2 at 1.7 v to program 3 at 2.3 v where stim was uncomfortable. The patient stated that was the first time they had ever felt stim like that. They decreased back to 1.7 and went back to program 2 and increased to 1.9 v and stated they would leave it there. The patient also mentioned still having glue at the incision site. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they just had their whole system replaced and the day prior to the report they noticed they were peeing on themselves more and had trouble voiding and had to use the catheter. No further complications were reported.